Manufacturer narrative:
Conclusion code is no longer applicable for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine (125 mcg/ml) at 62.5 mcg/day and compounded baclofen (4500 mcg/ml) at 2250 mcg/day via an implantable pump for intractable spasticity and other spasticity. The patient's concomitant medications and medical history were not reported. During a routine replacement due to eri (elective replacement indicator) status, the pump event logs showed that a motor stall occurred on (B)(6) 2016 and did not recover. There was no electromagnetic interference, magnetic interaction (i.e. Magnetic resonance imaging), or other known cause for the stall. No symptoms were reported. The pump was replaced.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor ¿ feed thru anomaly ¿ shorting across insulator.¿ correction number z-0497-2013 is no longer applicable for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.